Event description:
It was reported that a patient with a pain stimulation implantable pulse generator experienced serious migraines for the last 4-5 months. The patient reported it was suggested by a healthcare provider that if the lead had moved, it could be pinching against the spinal cord and causing migraines. The patient had a bad fall 2 years ago, after which x-rays were performed and lead movement was noted, but it was determined at that time that the movement should not interfere with anything as it was not touching another lead. Two weeks prior to the report, a magnetic resonance imaging (MRI) was conducted and the lead was assessed to be in good position. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 26-mar-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.